Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was in the right coronary artery. A 3.50x32mm promus element¿ plus drug-eluting stent was implanted to treat the lesion; however, a dissection was noted. To cover the dissection, the physician then deployed a 3x28mm promus element plus stent and overlapping the previously implanted stent. No further patient complications were reported and the patient¿s status was stable.